Event description:
At the start of the case, the patient was spontaneously breathing and then it was decided to intubate the patient. After intubating the patient, the patient was connected to the anesthesia machine and the user began to automatically ventilate the patient. After a very brief period, the ventilator stopped functioning. The user attempted to manually ventilate the patient; however, felt resistance in the breathing system and could not properly ventilate the patient. The user chose an alternate ventilation device and the machine was replaced to complete the case. No patient injury.

Manufacturer narrative:
H.3 a drager service representative performed an evaluation of the machine. The auto/bag selector valve was replaced and returned for evaluation. Functional and performance testing was conducted at dmi and the reported symptom could not be reproduced. Performing a pre-use checkout of the device would allow the user to recognize the reported condition prior to use.